Event description:
It was reported that a pump revision was planned because there had been fluid build up around the pump. The patient outcome remains unknown. The drug being used in the pump was unknown. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).